Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead alert had triggered for high impedance even though the lead has previously been programmed off. The alert will be turned off. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead alert had triggered for high impedance even though the lead has previously been programmed off. The alert will be turned off. It was also reported that the left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.